Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release.

Event description:
A report was received on (B)(6) 2019 from the nurse of a (B)(6) year old male in critical care with unspecified pathology, stating the luer connector broke within the patient¿s central venous catheter (cvc) at an unspecified time during hemodialysis therapy on (B)(6) 2019. Additional information was received on (B)(6) 2019 from the nurse who stated the cvc required replacement. There was no associated patient injury.